Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Clarification to d.9. Returned to mfg on: the device has not been returned. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed assessed, as fold flaw opening. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reported, left side rupture. Device was explanted.